Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient experienced a shocking sensation with adaptive stimulation (as) enabled. It was stated that during the night of december 6/7 the patient was ¿lying down front¿ when their stimulation went up to 2.7 ma in a lying position. The issue was not the only occurrence, instead ¿it started one month¿ prior to report. The rep checked the patient¿s as angle of lying and noted that it ¿was a little angle, but after two years of service.¿ the rep did not ask whether the patient had experienced any falls that may have led or contributed to the issue. Everything had otherwise been ¿going well¿ with the implant. The rep changed the angle and reoriented the as in an effort to troubleshooting the issue and was unable to reproduce the patient¿s issue after reprogramming; the issue was considered resolved at the time of report. Review of the patient¿s patient controller indicated that an error had occurred on (B)(6) 2020. There were no surgical interventions planned or performed and the pain patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the patient was having some change of the intensity when lying front down. It was noted that the patient had been using as for over one year and this started one month prior to (B)(6) 2020. The rep was to see the patient on (B)(6) 2020 and check if the programming has been good. Review of a provided data report showed that the patient programmer was operated properly, that charging goes well, that changing positions goes well, and that the implantable neurostimulator (ins) recognized the posture lying front.

Event description:
Additional information received from the manufacturing representative reported that the patient felt good currently. An adjustment was done on (B)(6) 2020 and the adaptive stimulation was turned on again after some time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.